Event description:
It was reported that the patient slipped and fell resulting in both the right atrial lead and the left ventricular lead dislodging. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. Apparent explant damage was noted.